Manufacturer narrative:
The customer provided additional questionable ferritin results. The customer did report questionable ferritin results outside the laboratory. These results were questioned by the doctor and repeat testing was requested. The specific ferritin results reported outside the laboratory were requested but not provided. On (B)(6) 2020, the customer reported one additional patient. The sample was repeated once for confirmation. The patient is a 29-year-old female with a date of birth of (B)(6) 1991. On (B)(6) 2020, the customer reported one additional patient. The customer measured the sample three times for confirmation. The patient is a 4-year-old female with a date of birth of (B)(6) -2016. On (B)(6) 2020, the field service engineer replaced a system syringe and pinch tubing. On (B)(6) 2020, the field service engineer performed decontamination of the water station and analyzer. On (B)(6) 2020, the customer reported five additional patients. The customer performed additional testing with the initial e 801 module as well as "chimie" methodology. On (B)(6) 2020, the customer reported one additional patient. The customer performed repeat testing with the initial e 801 module as well as a different e 801 module. On (B)(6) 2020, the field service engineer confirmed the instrument check was acceptable. Refer to the attachment on the medwatch for all patient data. The investigation discovered the patient samples had a film on the surface during measurement. The investigation determined the event was consistent with a preanalytical sample handling issue. No product problem was found.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed an instrument check with failing results for carryover on measuring cell channel 2. He made a measuring cell adjustment and performed another instrument check with failing results. He replaced the measuring cell and the instrument check was ok. The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys ferritin results for 18 patients tested on a cobas 8000 e 801 module. On (B)(6) 2020 and (B)(6) 2020, the questionable results for patient 1 and patient 2 were reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. The field service engineer performed a decontamination of the system's water station and water tank. On (B)(6) 2020, the customer reported a total of 16 more patients with questionable ferritin results. The questionable results were not reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. Refer to the attachment on the medwatch for all patient data. For each patient, the customer determined the lower result to be correct. The ferritin reagent lot number was 462033 with an expiration date requested but not provided.